Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Three days after onset, the patient was hospitalized for the event of peritonitis. Treatment for the peritonitis was not reported. The patient was discharged from the hospital, four days after admission. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. Additional information was requested, but is not available. This is report 3 of 3 involved in this peritonitis event.